Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2019 and the suture was used. It was reported that the suture deswaged during routine use. There were no adverse patient consequences reported.